Event description:
Per the clinic, the patient reported pain at the implant site which was due to a (B)(6) infection, cellulitis and purulent fluid around the implant site. The site was drained, treated with silver nitrate and the patient was prescribed a course of oral antibiotics twice daily for ten days, beginning on (B)(6) 2014. The patient developed an abscess around the implant site which was excised on (B)(6) 2014 to facilitate a biopsy, and the patient was treated with oral antibiotics (duration not reported). On (B)(6) 2014, the cellulitis and abscess remained and the patient was prescribed an additional course of oral antibiotics three times daily for ten days, on (B)(6) 2014, the implant site was cauterized with silver nitrate. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.